Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anger ("feel angry"), depression ("depressed"), anxiety ("anxious"), hair thinning ("thinner and super dry hair"), hair texture abnormal ("thinner and super dry hair"), hair loss ("every day I loose ridiculous amount of hair"), fibromyalgia ("fibromyalgia") and memory impairment ("memory fog"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, anger, depression, hair thinning, hair texture abnormal, hair loss, fibromyalgia and memory impairment outcome was unknown. The reporter considered anger, anxiety, depression, fibromyalgia, hair texture abnormal, hair thinning, medical device removal, memory impairment and hair loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media brain fog, fibromyalgia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. New events feel angry, depressed and anxious were added. New reporter added. On (B)(6) 2020: social media content received: reporter added. Event thinner and super dry hair, every day I loose ridiculous amount of hair was added on (B)(6) 2020: social media received: new events memory fog, fibromyalgia were added. New reporter were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anger ("feel angry"), depression ("depressed"), anxiety ("anxious"), hair thinning ("thinner and super dry hair"), hair texture abnormal ("thinner and super dry hair"), hair loss ("every day I loose ridiculous amount of hair"), fibromyalgia ("fibromyalgia") and memory impairment ("memory fog"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, anger, depression, hair thinning, hair texture abnormal, fibromyalgia and memory impairment outcome was unknown and the hair loss had not resolved. The reporter considered anger, anxiety, depression, fibromyalgia, hair texture abnormal, hair thinning, medical device removal, memory impairment and hair loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media brain fog, fibromyalgia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media information was received: outcome of previously reported event every day I loose ridiculous amount of hair was updated to not recovered. New reporter was added. On 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.